Event description:
Complainant alleged that during device testing, the device kept blowing its fused. The device's display would not function. Complainant indicated that there was no pt involvement in the reported malfunction.